Event description:
Appendectomy - "endoscopic pouch did not completely dislodge from carrier. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working). Device usage problem: device malfunction - that is, the device did not do what it was supposed to do."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.